Event description:
During on-site service, the baxter service technician experienced a battery low alarm on a flogard infusion pump. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review and battery testing identified the battery low alarm. The alarm was caused by a depleted main battery. The main battery was replaced to fix the found condition. The pump passed all testing and was returned to the customer in working order.